Event description:
Procedure type: gastrectomy. According to the reporter, squeezing of the wing nut was difficult, and the green indicator could not be seen. After manipulating the instrument by pulling and pushing, the green indicator could be seen and the safety lock was released. The donut on the duodenum side was not well formed and partially stapled. Oozing bleeding occurred and a new instrument was used to complete the procedure. No patient injury, however, was reported.

Manufacturer narrative:
.